Event description:
The clinician reports the implant was inserted 2020-11-18 in ada 4. Sinus augmentation. On (B)(6) 2022, loss of osseointegration was verified. Patient presented with bone type IV and fair oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: infection and abscess. No further patient complications were reported.